Event description:
Our office in (B) (4) rec'd a report from the mother of a male pt that her son experienced an "infection" after use of complete multi-purpose solution easy rub formula (see related complaint, MDR #2020664-2009-00088). There is no indication that he rec'd any medical attention, and his symptoms have resolved. She described his lens care regimen as always using fresh solution and rinsing his lens case with complete mps. He did not rub his contacts but she reported that he would shake the lens case instead. Prior to the infection, the pt was using monthly disposable contact lenses; he is now using daily disposable contacts.

Manufacturer narrative:
A review of the mfg records for the reported lot (ad00696) was performed; no deviations were noted and product met all specs. Chemistry eval results of the complaint unit and a retained unit from the reported lot were within specs. Microbiology eval of a retained unit from the reported lot showed the solution to be sterile. The complaint unit was returned for microbiology testing. But as the complaint unit was already opened, microbiology results show that the sample was not sterile. User error may have contributed to the event.